Event description:
It was reported the high flow insufflation unit's connecting tube had air leakage. Transparent tape was applied to the connection and the staff held it in place manually, and then the pressure gradually increased so the procedure was finished without affecting the patient. The issue occurred during an unspecified examination procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.